Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted with resetting the pump, ensuring the malfunction did not recur. The customer continued to use the pump for insulin therapy.